Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a static fill estimate of 140, which did not change even though insulin was being delivered. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller about the occurrence, explaining that it happens due to a large variance in measured pressures used to calculate insulin remaining, and assured that once the insulin amount equaled the static number displayed, the fill estimate would update normally. Caller understood and acknowledged the explanation.